Manufacturer narrative:
This complaint record is being reopened for device evaluation due to pump was received. Analysis of the returned device was completed. The pump was tested with the testing protocol for system error alarm / motor functions. The pump's event log was pulled as part of the investigation and upon review it was noted that there was evidence of several system error alarms in the pump's event log, 12 in total, as seen by the "e02" alarm code, the e02 alarm codes were followed by sub code "44" which points "motor open" and "motor delay issue", and highlights the potential cause of the system error alarm. There were also several upstream occlusion codes found in the log, 41 in total, highlighted by the alarm code "e04": a 100 ml infusion was ran on the pump using the end user's configuration of a 46 hour infusion. The pump ran at a rate of 2.2 ml per hour. The infusion was unable to successfully complete and the pump did begin to alarm system error after the infusion began. The infusion could not restart successfully without beginning to alarm. Upon further investigation there were no loose connections or components inside of the device. Functional testing did confirm the reported condition and was duplicated during testing. Reported issue found, device does not meet specification. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference complaint (B)(4).

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/21/2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.